Event description:
One cadd ms3 pump reported one pump has continuous alarm for low battery. Pt reported ms3 pump low battery alarm, while running, and had to change battery. Pt changed with fresh battery this morning, and low battery alarmed again. Pt went to other pump. No adverse event, pump was running just kept flagging for low battery. Sent replacement pump and sent return box for malfunctioning pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Dose or amount: 100ng/kilogramg/min, frequency: continuous, route: subcutaneous. Dates of use: from 06/22/2018 to current. Infusion is life sustaining.